Manufacturer narrative:
Results: the pusher assembly mid-joint was stuck in the introducer sheath friction lock. The pusher assembly was kinked approximately 118.0 and 135.0 cm from its proximal end. Conclusions: evaluation of the returned smart coil revealed the pusher assembly had been retracted such that the pusher assembly mid-joint was stuck inside the introducer sheath friction lock. The friction lock inner diameter (ID) is smaller than the rest of the introducer sheath, which allows the introducer sheath to properly seat on the pusher assembly mid-joint. If the pusher assembly mid-joint is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that resistance will be experienced upon attempting to advance the coil. Further evaluation revealed the pusher assembly was kinked. This damage was likely a result of advancing the pusher against the resistance created by the mid-joint and friction lock. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the posterior communicating artery (pca) using penumbra smart coils (smart coils). It was noted that the patient's anatomy was slightly tortuous and calcified. During the procedure, the physician successfully deployed and detached three smart coils using a non-penumbra microcatheter. While attempting to advance a smart coil out of its introducer sheath, the physician experienced resistance and was unable to advance the smart coil to the distal tip of introducer sheath; therefore, the smart coil was removed. There was no noticeable damage to the smart coil after it was removed. The procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
(B)(4).